Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with implantable neurostimulator (ins) for spinal pain. It was reported that there was power on reset (por) error code seen and the therapy had stopped due to the por. The patient was trying to charge the ins when the por was observed. The patient said that her husband is very ill and is receiving oxygen at home. The patient was instructed to turn therapy back on and that therapy would resume the last programmer parameters. The patient said she has to recharge the ins. When the patient tried to recharge the ins during the call, she said she was no longer receiving the doctor screen or code and the ins was currently recharging. The patient mentioned that this has happened about 3 to 4 times before and that she had received some type of replacement. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they have not notified their physician regarding their por, and loss of therapy. The patient stated that a manufacturing representative helped them to work through it, and fixed the issue in less than 5 minutes. They noted that the stimulation stopped, and they just needed to recharge the ins. The patient confirmed that their loss of therapy and por has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-01-22. It was reported the patient was able to fix the power on reset and loss of therapy over the phone. It just needed to be adjusted. The issue was resolved. No further information was provided. No complications were reported/anticipated.